Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(4) compared to an unknown laboratory method. The meter result was 1.9 inr. The laboratory result was 2.5 inr. The comparison measurement was performed within 2.5 hours. The reporter stated that the finger was pressed to obtain the blood sample. The therapeutic range is 2.5 to 3.5 inr.

Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted.  On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The customer pressed the finger to obtain the blood sample. Product labeling states: "4. Collect the blood massage your finger until you see increased color in your fingertip. Keeping your hand down, press the tip of the lancet firmly against the side of your fingertip. Press the release button. Gently squeeze from the base of the finger to develop a hanging drop of blood." The customer was taking an antibiotic. Product labeling states: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted." Occupation is patient/consumer.